Manufacturer narrative:
Trackwise ID (B)(4). Corrected sections: b-1, b-5, h-1, h-3 corrected from "device discarded" to "device not returned". Analysis of production: (3331/213 &67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/ 3221 & 67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They observed a point where the jaws did not appear closed but were burning tissue. The erah was aborted and the harvester took the radial in an open fashion. Case had to be converted to an open harvest. Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4).

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They observed a point where the jaws did not appear closed but were burning tissue.